Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to this rv lead was damaged during implant as the physician was unable to advance the helix into the septum. This rv lead was replaced with the same model, not implanted and was returned for analysis. No adverse patient effects were reported.